Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asduf027 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asduf027) have been reported from the same patient.

Event description:
It was reported "pt. Uses miniloc 0632234 to access her powerport isp. She has lot # asduf027 where the tubing split approximately 1.5¿ from the hub. This is the third needle from this lot that has failed. She gets 2 bags of saline per day, and 4 IV medications. She confirmed a blood return and did not feel resistance when she infused." This report addresses the third needle.